Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with low blood glucose level of 60 mg/dl. The customer¿s reported blood glucose level was 215 mg/dl. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer did not mention any treatment related to low blood glucose level. The customer did not mention any symptom related to low blood glucose level. The customer reported that the drive support cap appeared normal. The customer did not allege the insulin pump was over delivering. The customer also reported that the insulin pump had unexpected restart. The customer reported that they were able to clear the alarm and rewind the insulin pump. The insulin pump will not be returned for analysis.